Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer doesn't work. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the power bay assembly was cracked and the cooling fan was noisy. An error was found in the programmer software history. It was noted the touch screen overlay and cover assembly keyboard were missing.

Event description:
The programmer was returned for repair.